Manufacturer narrative:
The insulin pump had no key response due to moisture damage to the electronic devices noted.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. Customer stated he fell in water and sees bubbles inside the display. Customer reports there is fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.